Event description:
It was reported that the ac inlet of the bed burned out.

Manufacturer narrative:
Result: ac inlet. The cause of this issue cannot be determined and it has been requested that the bed be returned for an evaluation on site. It has also been reported that there is a possibility that the issue was caused by customer misuse; however, this has not been confirmed.